Event description:
The patient reported the adhesive pad on the v-go devices come loose and do not stay completely attached the patient skin. The patient stated sometimes one side of the adhesive pad will come up and sometimes the whole thing will come loose and the patient will feel the needle moving around. The patient stated she does prepare her abdomen with an alcohol wipe and lets it dry prior to applying a v-go. The patient stated sometimes the adhesive will come up in the shower or when patient is moving around a lot. The patient stated she did not notice any interference with her clothing when the adhesive pad issue occurs. The patient also stated she avoids placing v-go in areas on her body that have excess skin, muscle, bone, scars, and tries to avoid placing it on her waistline.